Event description:
The customer obtained a non-reproducible, higher than expected vitros valp proficiency fluid result (91 vs. An expected result =74.3 ug/ml) while using the vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no allegation that patient samples were affected. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros valp quality control result was obtained while using the vitros 5600 system. There is no evidence that an instrument related issue contributed to the event. The investigation could not determine a definitive root cause. However, the reagent in use and/or the calibration in use cannot be ruled out as contributing factors.